Event description:
The patient reported feeling a "buzzing sensation". The patient presented to the clinic after hearing noise. Upon interrogation, a rise in the right ventricular thresholds was noted. The lead was explanted and a new lead used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient reported feeling a "buzzing sensation". The patient presented to the clinic after hearing noise. Upon interrogation, a rise in the right ventricular lead thresholds was noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid and a breach cut in the outer tubing overlay. The inner tubing was kinked buckled and the outer insulation had a cosmetic depression. There was blood in/on the helix mechanism and sleeve head. There was also apparent explant damage noted.